Manufacturer narrative:
Section d3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's lead had high impedances. Surgical intervention was undertaken wherein both extensions were explanted. Impedances were cleared and therapy was restored post-op.